Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips were not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: test strip issue, user has high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/19/2014).

Event description:
Consumer complaint of blood results reading "hi". Customer has been drinking a lot of orange juice and is not sure exactly when she last drank orange juice. Customer does not have an expected range. Customer stores her supplies in the living room. I advised the customer to store the meter and test strips in a dray area at room temperature, 36- 86f. Assisted the infusion nurse with a blood test, "hi". Reviewed the last 3 blood results in the meter memory: hi 5:52pm (B)(6); hi 6:00pm (B)(6); hi 6:18pm (B)(6). No adverse event reported.